Manufacturer narrative:
The customer was provided with a quote for repair. However, the customer declined to proceed with repairs. No conclusion can be drawn as conclusive repair information is unavailable at this time.

Event description:
The customer reported a communication error and no x-ray. This could result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.